Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(6). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported a (B)(6) architect anti-hbs result on a non-vaccinated (B)(6) male patient who was (B)(6) last year. Results provided: (B)(6). No impact to patient management was performed.

Manufacturer narrative:
The complaint investigation for observed falsely elevated results included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the product lots. Trending review determined no trends for the issue for the product. Device history record review of lot 13536fn00 did not show any non-conformances or deviations. Labelling and literature were reviewed which adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 13536fn00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
H6. Component code: g01003. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier additional sid (B)(6). Section b5 additional patient provided on (B)(6) 2021.

Event description:
Additional false positive patient provided on (B)(6) 2021: (B)(6) 2021 sid (B)(6) = 26.09 / 26.31 miu/ml. No impact to patient management was reported.